Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the ok keypad button had been sticking intermittently for the past month, and today she noted that the keypad is peeling. She confirmed that the pump is not exposed to cleaning products, and stated that she wears the pump clipped to her waist. This complaint is being reported because the unresponsive button was alleged to have occurred prior to the damaged keypad.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be peeling below the ok keypad button, and the ok keypad button symbol is worn. The ok keypad buttons was intermittently responsive during testing. There was evidence of keypad adhesive found under the ok key contact.